Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter; ubd: 02-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. It was reported the rep was contacted by the hcp the night before and was told there were ¿several issues with the pump.¿ the hcp did two blood patches and they were suspecting a dural tear or some other type of tear. It was indicated a different hcp implanted the infusion system and their colleague had covered the case, so they did not have many details at the time of the report. Technical services provided troubleshooting and reviewed surgical options. The rep stated the first blood patch utilized 10 milliliters (mls) and then with the second patch 20 mls of venous blood was utilized, but the patient was still experiencing the issue. The rep did not know if a purse string suture was utilized or if it was a dural puncture issue. It was indicated the issue began after implant in 2018. No further complications were reported or anticipated. Additional information was received from the healthcare provider (hcp) and the manufacturing representative (rep). Regarding the report there were "several issues with the pump," the rep clarified that the patient had experienced headaches since implant. Over the weekend ((B)(6) 2018) the patient experienced nausea, increased pain, and "symptoms of withdrawal." It was also reported the patient experienced a return of pain. Regarding the cause of the issue, it was reported the pump was removed and it was found that the catheter had completely come out of the intrathecal space. Regarding any device or procedure issues which may have led to the event, it was reported the doctor removed the pump and catheter on (B)(6) 2018 and found there was no purse string around the anchor. As mentioned above, two blood patches had been performed prior to removing the devices. It was reported the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Regarding the report that when the doctor removed the catheter he found there was no purse string around the anchor, it was unknown if the implanting doctor had used a purse string suture. Both the pump and catheter had been discarded, therefore the catheter would not be returned for analysis.